Manufacturer narrative:
Patient information was refused to be provided by the surgeon. Device manufacture date was unavailable as a valid lot number was not provided. Medtronic investigation of returned suspect device finds that tracker would not navigate. The instrument showed red status in the ent application. Both coils are open. Coil #1 pins 3 to 4 open, coil #2 pins 7 to 8 open. The reported event was confirmed to be caused by an electrical failure mode. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. A medtronic representative, following up with the site, reported that the system was working normally. No further relevant issues reported.

Manufacturer narrative:
Patient information was unavailable from the site. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for analysis. (B)(4)

Event description:
A medtronic representative reported that during an otological surgery the skull mounted patient tracker was not tracking. It was reported the tracker stopped tracking after the registration process. No metal interference in the field was found. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported 30 minute delay due to this issue. There was no impact on patient outcome.